Manufacturer narrative:
Fifty samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 3306456. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Material # 305901, lot # 3306456. It was reported by customer that the plunger on the syringe is unable to be pushed during the injection process which causes the child needing another needle stick to administer the vaccine. Verbatim: rcc received a complaint via email. While trying to administer the vaccine, the plunger on the syringe is unable to be pushed during the injection process which causes the child needing another needle stick to administer the vaccine. The 5/8 needle is discarded, another needle put in place, then the vaccine administration is able to be completed safely and properly. This has happened with multiple lot numbers of 5/8 needles being that its happened 4 times over the past 4 months or so.

Event description:
Material # 305901. Lot # 3306456. It was reported that the bd safety-lok needle was clogged/blocked. The following information was provided by the initial reporter: it was reported by customer that the plunger on the syringe is unable to be pushed during the injection process which causes the child needing another needle stick to administer the vaccine. Verbatim: rcc received a complaint via email. Email(s) attached. While trying to administer the vaccine, the plunger on the syringe is unable to be pushed during the injection process which causes the child needing another needle stick to administer the vaccine. The 5/8 needle is discarded, another needle put in place, then the vaccine administration is able to be completed safely and properly. This has happened with multiple lot numbers of 5/8 needles being that its happened 4 times over the past 4 months or so.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.